Event description:
It was reported that during the cleaning process the cement gun produced metal shavings when the metal rod was pulled back. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The device will not be returned to the manufacturer for an investigation.